Event description:
Per the customer, while the handpiece was being used during a procedure a patient was burnt on the superficial layer of the lip mucosa, within the wet border of the lip. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
Per the customer, while the handpiece was being used during a procedure a patient was burnt on the superficial layer of the lip mucosa, within the wet border of the lip. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention was reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.